Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report 3005099803-2008-03103 for a description of the first event. It was reported to boston scientific corporation in 2008 that a spyscope access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female patient about one week prior. According to the complainant, the distal part of the catheter was torn after being in the duct for about 20 minutes. The spycope was removed from the duodenoscope and a "small scuffing" was observed along the lighter blue portion of the catheter. The procedure was not completed due to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore, the device manufacture date is unknown. The suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undetermined.